Manufacturer narrative:
D4: unique identifier (UDI) # - the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump underinfused. This occurred during an infusion of dextrose in the cardio vascular intensive care unit (ICU). There was no report of patient injury or medical intervention associated with this event. No additional information is available.